Manufacturer narrative:
As a result of the device inspection, customer comment of "the scope also spit out water unintentionally" was not verified. The air/water functions of the scope work correctly and within specifications. The customer may have had a bad air/water supplying button, but the button could not be obtained. The root cause of this event is unknown. If fujifilm obtains any new information in the future, a supplemental report will be submitted.

Event description:
It was reported that during a case water got spit out of the scope onto the patients vocal cords causing a laryngeal spasm resulting in a rapid response being called. The event took place on 3/11/2026. The malfunction occurred at the beginning of the procedure when inserting the scope. Immediate additional medical attention was required to stabilize the patient's airway and vital signs. The procedure was not completed, and the site did not attempt to complete the procedure. The patient was stabilized after medical attention in the recovery area. The patient was discharged safely home without needing additional medical attention.